Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had image noise, stretched image during preparation for use for a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device. During inspection and evaluation, due to damage on charged coupled device unit, the image noise occurs and temporarily the image cannot be seen. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found that according to the latest repair history, we confirmed that the following repair was performed on (B)(6) 2023. (Repair request no. Nlrkln75). Insertion section a-rubber pinhole- replaced, cable section universal cord air leakage- replaced, connector section video connector case air leakage- replaced, insertion section bending section glue chipped- replaced. Reviewed DHR of the device and confirmed that the device was shipped in accordance with specifications. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the issue was not established. However, it was presumed that the suggested event occurred due to breakage of the image sensor unit or failure of the video connector. The event can be detected/prevented by following the instructions for use which state: confirm that the endoscopic image is displayed normally in wli and nbi observation. Warning do not stare directly at the distal end of the endoscope while the examination light is on. Doing so may result in eye injury. Caution never use abrasive wiping materials or cotton-tipped applicators with a metallic stem because the objective lens may be scratched. 1 before inspection, wipe the objective lens using gauze moistened with saline solution or sterilized water. 2 turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to damage on insertion pipe, insulation resistance value does not meet the specifications, and a chip and cracks found throughout the device. Olympus will continue to monitor field performance for this device.